Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low cartridge chemistry results were generated by unicel dxc 600 pro synchron clinical system. The customer was not sure if the erroneous results were reported out of the laboratory. The patient information and results are listed in the attached file. The customer reported that they have not received any reports of effects to patient treatment due to these incorrect results.

Manufacturer narrative:
The samples were serum and no sample issues were noted. The customer stated that qc recovered within limits and there were no instrument flags. Per customer provided data, calibration results from (B)(6) 2011 and (B)(6) 2011 were acceptable. Qc results were acceptable on (B)(6) 2011 but some chemistries were out of range on (B)(6) 2011. Service visited on (B)(6) 2011 and the field service engineer (fse) found mixer bearings were contaminated with wash solution. The fse cleaned and set speeds and alignments. The fse ran precision tests (n=20) on all affected assays, and compared same serum pool results on an alternate instrument. All results compared very well. The fse also ran qc. Customer will run multiple comparisons for confidence. Root cause for this event is unknown, but hardware repairs have resolved the issue.